Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down without command during a procedure. There is no report of patient injury.